Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pump was removed in (B)(6) 2018. The caller stated that she had many painful issues and test leading up to its removal. When the device was removed the healthcare provider (hcp) informed the patient that there were no kinks and he didn't know why the device wasn't working. No further complications have been reported as a result of this event.